Event description:
The service center was informed that the customer high definition autoclavable camera head is being returned for a no image malfunction as the biomedical technician at the user facility reported ¿looks dark don¿t see anything¿ that was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned and the service evaluation confirmed the customer¿s reported issue. Troubleshoot confirmed the no image condition was due to a defective charged coupled device unit. Additionally, the coupler is damaged/bent attributing to an off-centered image and the cable unit is non-olympus repair/parts. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, faulty cable caused communication failure and resulted in an intermittent image. The faulty cable likely occurred due to a use of non-olympus cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor the field performance of this device.